Manufacturer narrative:
The sample has been requested for evaluation. A follow up medwatch will be submitted upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a "constant syringe alarm causing an interruption of delivery" was confirmed and reproduced. The root cause was attributed to a defective reed switch. The reed switch was replaced to fix the problem additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number should additional information be received, a follow-up medwatch will be submitted.

Event description:
Facility representative reported to baxter global technical services an infusor with a constant syringe alarm causing an interruption of delivery. The reported condition occurred during patient use in the operating room and therapy was stopped. No patient injury or medical intervention occurred. No additional information is available.